Manufacturer narrative:
Based on the claim against the product by the customer noting damage to the insulation cable, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the maryland bipolar forceps instrument. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during central processing, the cable insulation on a maryland bipolar forceps instrument was defective. The issue was detected during reconditioning. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the instrument was not checked before use and no errors occurred during use. The problem only occurred during reprocessing/cleaning. The information about the cable color of the maryland bipolar forceps instrument is not available, as the default was reported externally by the reprocessing department. The instrument did not collide with another instrument or tool during the procedure. The instrument has already been sent.

Manufacturer narrative:
The maryland bipolar forceps instrument was analyzed by intuitive surgical, inc. (Isi) advance failure analysis and initial findings were confirmed. A closer look was taken at the damage to the distal end. It appeared that the mechanical indentation to the yaw pulley and the conductor wire insulation damage line up, indicating that the damage occurred in the same instance. The frayed grip cable, while near the other damage, would not appear to line up exactly. It is possible that the frayed grip cable occurred in another instance and therefore, is unrelated to the primary complaint.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and reported failure was confirmed. The instrument was found to have damage of the conductor wire¿s insulation. The conductor wire was found with an exposed internal wire. No thermal damage was observed. There was no missing piece of insulation, the insulation was lifted-off and still attached. The instrument passed electrical continuity test. The root-cause of a conductor wire-bipolar damaged insulation is attributed to a component failure. Additional observation not related to the customer reported complaint: 1. The instrument was found to have a frayed grip cable at the distal idler pulley. The frayed cable strands stuck out at the wrist. 2. The instrument was found to have indentation on the edge of the bipolar yaw pulley. The indentation was found to be aligned with the conductor wire insulation damaged. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.